Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with preoperative diagnosis for cervical spine injury. Procedure performed was posterior cervical fusion. Level at which the implant was performed was o-c6. It was reported that while using the screw, after the drill was tapped to 4.5 mm, the driver was inserted into the plate. However, the driver and the screw were locked and could not be removed. There were two problems that the screw came off. The first time, the plate position was shifted, and the second time, screw was used for recovery. In particular, the first time it was firmly locked, and it did not come off without using the pliers. After that, it was asked to change it to a driver, but the screw was hard to come off and the problem continued to occur. Replaced the screw with a thicker diameter. There were no symptoms reported. There were no further complications reported regarding the event. Some screws were stuck in the drivers and hard to remove from the drivers. Product came in contact with the patient. No additional surgery has been performed.

Manufacturer narrative:
H3. Product analysis product ID: 3600250 lot no.: kh19m835 visual analysis does not reveal any breaks or cracks at or around the screw driver¿s tip. The area of the tip that interfaces with the screw does show signs of wear. The tip appears to be worn from repeated use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.